Event description:
Reporter stated that top-dosing test strips were packed in a side-dosing strip vial. Reporter noted that the included code key corresponded to the side-dosing strip lot. No pt injury was reported and not treatment was receive. Technical support requested the return of the suspect product and replacement product was shipped.